Manufacturer narrative:
Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. (B)(4) pcs retained samples have been tested cannula pull force and adhesive appearance check, no defect was found. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Sales manager (B)(6) reported a nurse xxx suffered a needle stick while completing an insulin injection for a hepatitis b patient at 11:44 on (B)(6). When the micro-fine 5mm needle was pulled out, all the plastic parts of the hub fell off, piercing the hand and causing bleeding. The nurse took medical treatment on (B)(6) and took blood to test for antibodies on (B)(6). As the sample has been infected, hospital infection management department have disposed the needle and cannot be sent back to the factory. Photos of sample could be provided. Customer do not need the survey response. Sample availability: yes. Sample availability details: picture-video only.